Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ¿had fluid leakage from the bladder inside housing¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from october 12, 2018 - october 16, 2018. The actual device was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with green colored water. After fill, then prime, the blue winged luer cap was hand tightened onto the distal luer. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.